Event description:
It was reported, the camera head had a pitch dark image. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a slice on the cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the pitch dark image malfunction was due to a faulty charge coupled device (ccd). Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a pitch dark image. The issue occurred during reprocessing. There was no patient involvement.